Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 18sept2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. Pre-dilation was performed with a 2.5x15mm non-bsc balloon. Following pre-dilation, a 2.75x28mm synergy ii stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous mr 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut row 17 from the distal end was damaged with stent struts lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.